Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 10 months post implant of this mechanical valve, the valve was explanted and replaced with a non-medtronic valve due to pannus. No additional adverse patient effects were reported.